Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the coil (subject device) prematurely detached at the junction without any detachment attempt. However, the coil was entirely placed inside the aneurysm. There were no clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) prematurely detached at the junction without any detachment attempt. However, the coil was entirely placed inside the aneurysm. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined.